Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to disconnect from the pump. The customer was advised to replace plunger and manually push plunger slowly, while keeping the reservoir straight, and verify insulin exit tubing. The customer stated that insulin exit out the quick release. Customer rewind the pump several times, keeps going in a loop. Customer stated the insulin exit. The customer was advised to run manul prime to at least 5.0 units. The customer was advised that the device need to be replaced. The customer advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.